Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
H6: health impact- clinical code: 4581 - pigment dispersion, refractive change overtime. H6: health impact - additional surgery: 4625 - incision enlarged, suture. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.00/+4.0/112 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on ((B)(6) 2023 due to lens rotation (lens dislocation/subluxation), pigment dispersion and refractive change overtime. The incision was enlarged and a suture was required. The lens was replaced with a longer lens and the problem was resolved. Post-op, there was significant corneal edema and marked inflammation. See MFR. Report # 2023826-2023-04425 for replacement lens. The cause of the event was unknown.